Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: part: 00801803602 name: femoral head sterile product do not resterilize 12/14 taper lot: 63580226. Part: 00631006236 name: liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell lot: 83417778. Part: 00620006221 name: shell porous without holes 62 mm o.d. Lot: 63347654. The investigation is still in process. Once the investigation is complete a follow up MDR will be reported. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04555.

Event description:
It was reported that the patient underwent right total hip arthroplasty and is experiencing allergic reaction to the implants. It is alleged that the surgeon overlooked the allergist's report that the patient was allergic to cobalt, chromium and nickel. Patient is going to undergo revision procedure.